Event description:
Pt sustained broken radius and ulna in the right forearm in a motor vehicle accident. Plates were implanted on 12/16/98. Pt returned to work early servicing vending machines which coincided with plate breakage. Plates were noted as broken on 3/19/99 and removed on 3/24/99.